Event description:
It has been reported to us that the doctor found the catheter difficult to pass through the sheath (first introduction) and therefore, removed it. He found the catheter had a small piece of internal wire protruding from the distal end of the shaft near the tip, they stopped and replaced the catheter. There is no report of injury and the sample has been returned for our analysis.

Manufacturer narrative:
Complaint summary: the result of the investigation was confirmed for reinforcement protruding from the shaft, root cause unknown, but could possibly be due to mishandling. The product was 100% inspected during the manufacturing process (mp605g) for product integrity. Qc also performs the following: sample size on useable length, electrode length, spacing, product cleanliness, electrode, workmanship, print and handle/strain relief interface. Qc also inspects 100% for curve configuration, planarity and electrical characteristics (ipg425). During electrical testing, all catheters are attached to a cable.